Event description:
The pump was returned with no information. Analysis was performed.

Manufacturer narrative:
Catheter: model: 8731, (B)(4), implanted on: (B)(6) 2004, explanted on: unk. Final analysis of the pump revealed a high battery resistance.